Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The nurse reported there was no vacuum when the surgeon initiated a cataract procedure. The product was replaced with another and the procedure was completed with no harm to the patient. The product sample was retained. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history record (DHR) indicated the order was built to specification. One used cassette was returned for this complaint. The sample was visually inspected and no obvious defects were found. The sample was functionally tested. The sample could be recognized and the service data could be retrieved from the console; however, the sample failed to prime and generated a system message code. The surgical debris was purged from the cassette and manifolds and no occlusion was observed. The drip chamber and aspiration luer were replaced with lab components and the sample was re-tested. The same system message occurred. A submerge test was performed and no leak was detected. The aspiration ports on the elastomer were not found to be occluded. The cassette cover and the elastomer from the base of the cassette were removed. Additional surgical debris was observed in the high output dual pump channel. The surgical debris restricted fluid to flow through the irrigation and aspiration paths. The most likely root cause of this customer's complaint was reuse of a single-use device as excessive surgical debris was found in the cassette and manifolds. The doctor stated that no vacuum occurred at the start of surgery; however, there was so much surgical debris in the cassette that even after the cassette was purged, surgical debris in the high output dual pump channel restricted fluid to flow through the irrigation and aspiration paths. It has been found in lab testing that excessive use of any single use product may contribute to functional breakdown. The manufacturer internal reference number is: (B)(4).